Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure (related manufacturer reference number:1627487-2024-11443), the physician cut the lead leaving a portion implanted.